Event description:
Pt stated that the care ifc plus would shock her if she moved slightly. The pt stated that she had been using the device for 1.5 to 2 months when she started to experience shocking sensations. She looked at the instructions and thought maybe the electrodes were not making good contact with her skin. She tried 3 separate sets of electrodes at the same setting (150) and had the same shocking sensation each time.

Manufacturer narrative:
Our devices are all battery powered devices and work to stimulate nerves and muscles via small electrical currents. In normal use and operation, many pts will describe the completely normal sensations created as "shocking" to some degree. The company's investigation of this event determined that this incidence of "shocking" was not a "serious injury" as defined by 21 cfr 803 and that no evidence was uncovered that indicates a reportable device malfunction occurred. Even though this incident does not appear to meet the definition of an MDR reportable event, the investigation was still ongoing past the 30 day threshold. In an abundance of caution, care rehab, inc. (Cri) is submitting this retrospective MDR to ensure compliance with 21 cfr part 803.